Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient experienced shakiness, dizziness, and sweating. The patient's family checked the cgm reading which was 10.0 mmol/l, but then checked the bg value which was 3.0 mmol/l. The patient was given juice at home to treat the hypoglycemia and he did not require hospitalization. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.